Manufacturer narrative:
The esu was not returned for inspection/testing. It was reported that the generator was/is working as intended and the incident was a result of a user error. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Upon reviewing the reported event, the burn appears to have been caused by an instrument being placed on the patient's thigh and activated. There are several warnings in the unit's user manual related to this type of situation. Explicitly, one of those warnings is as follows: "warning unintentional activation of the instrument risk of burns to the patient and medical personnel! Put instruments down in a safe place: sterile, dry, non-conductive, and easy to see. Instruments that have been put down must not come into contact with the patient, medical personnel, or combustible materials. Instruments that have been put down must not come into contact with the patient, not even indirectly. An instrument can come into contact with the patient indirectly through electrically conductive objects or wet drapes, for example." No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The incident occurred during a transurethral resection of the prostate (turp). Information regarding the specific accessories/instruments and setting used was not provided. During the procedure, the turp snare was placed on the drape at the patient's left thigh and was accidentally activated. A burn occurred on the thigh. No further details on the appearance, size, and severity of the burn were conveyed. Nevertheless, the burn was treated by applying a wound dressing with flammacerium. The esu was distributed to a (B)(6) medical facility.